Manufacturer narrative:
On (B)(6) 2015, f/u: the customer reported no issues since the initial call with tandem technical support. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units multiple times during the load process after cold insulin had been used. There was no impact to the customer's blood glucose level.